Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there were air bubbles in the reservoir; they appeared a few hours after the filling process. The customer stored the insulin at room temperature and was handling it correctly. The customer's blood glucose was unknown. Nothing further was reported.